Event description:
Replacement device relating to pr (B)(4) / MDR ref#3001845648-2023-00173 was placed in the liver during a tips procedure

Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # p050017/s006 device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zfv6-125-10-6.0 device of lot number cf1944104 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Pr 393859 is related to pr 388838 and was raised to capture the off label use of the replacement device used to complete the procedure successfully. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. IFU/label review it should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation root cause review a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in the liver during a tipss procedure. This is not the intended area of use as specified in the IFU. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint is confirmed based on customer and/or rep testimony. Summary according to the initial reporter, this replacement device was placed in the liver during a tips procedure and was used to successfully complete the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used in the liver during a tipss procedure. This is not the intended area of use as specified in the IFU. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.